Manufacturer narrative:
Additional information: h6(update codes), and h11. H11: the device was discarded and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set leaked from just below the fluid drip chamber where the tubing connects to the chamber. This was observed prior to connecting and starting chemotherapy infusion. The device contained normal saline. There was no report of patient injury or medical intervention associated with this event. No additional information is available.